Manufacturer narrative:
The contribution of the device to the reported event has not yet been determined as the device has not been returned for evaluation at this time. A follow-up report will be submitted, including a most likely cause if a root cause can not be determined.

Event description:
On (B)(6)2023, it was reported by a sales representative via sems that a 976000100 angel centrifuge had an issue. The machine could not consistently perform cases, there was constant malfunctioning. No case/patient involvement.

Manufacturer narrative:
Complaint not confirmed. Unit was powered on, basic functions were checked and there were no error codes displayed. The device passed functional testing.